Event description:
It was reported that after an uneventful da vinci-assisted large paraesophageal hernia repair, the patient sustained an ulcer perforation and ultimately expired. The initial robotic procedure was completed successfully without any intraoperative complications, and there were no errors or complications related to the da vinci system. The surgeon reported that the patient was recovering as expected, with plans for discharge from the hospital two weeks post-procedure. However, the patient experienced a perforated superficial ulcer and subsequently passed away. The surgeon believes that the perforation and subsequent complications were not related to the surgical procedure, but were a result of the patient's history of acute-on-chronic ulcers.

Manufacturer narrative:
Review of the system logs found no errors were logged during the procedure. Log review of the 5 subsequent procedures performed on the system also found no errors occurred. The following concomitant products were used during this procedure: endoscope plus 30 degree, tip-up fenestrated grasper, fenestrated bipolar forceps, prograsp forceps, mega suturecut needle driver, vessel sealer extend. A site history review found no complaints have been reported for any of these products. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. A review of the vessel sealer extend logs found the instrument was installed once and passed homing. The cut complete and seal events were completed with no relevant errors noted. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report developed a perforation directly related to an ulcer two weeks after the initial robotic procedure for a paraesophageal hernia repair. The patient had a history of chronic ulcer disease. This complication eventually led to the patient¿s death. No allegation is made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. Section b2 date of death: the exact date of death was not provided. An estimated date of death is entered that is 2 weeks post-procedure, per report that patient was to be discharged two weeks post-procedure, however, experienced a perforated ulcer and subsequently passed away. .